Manufacturer narrative:
(B)(4).

Event description:
Additional information revealed the patient had a return of baseline pain, fever, sweating, pruritus and nausea.

Event description:
It was reported that the patient experienced withdrawal-type symptoms about one day after a pump replacement was performed. The catheter length was not known, so it was estimated to be 0.141 ml. The catheter was clamped, so no drug with leak out during replacement, and the pump was primed on the back table. It was "found that the pump was filled with drug from the old pump and filled about halfway." It was unclear what this had meant. It was discussed that the pump not being filled at room temperature may have prevented the pump tubing from being filled all the way. It was calculated that, as the pump was running at 0.16 ml/day, the delay could have been between 30 and 43 hours if the pump tubing did not get filled at all. Beyond that, a connection issue would be suspected, and the catheter would want to be evaluated. The patient was being treated with oral medication. The medication used within the system was morphine. It was later reported that the pump was found to be clogged at the catheter access port. A new 45 degree pump connection was put on and the patient was doing well. At the original pump change, the physician chose to keep the same connection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot# j0056597r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8709, lot# j0056597r, implanted: (B)(6) 2000, product type: catheter. (B)(4).